Event description:
The event is reported as: complaint description: a clip with male locking member had been broken off. It was found prior to use on the patient. No patient injury reported.

Manufacturer narrative:
A visual inspection was performed. From the picture it was observed that the clip locking member was broken. No other defects were observed. Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Although, from the picture it was observed that the clip locking member was broken, therefore, the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. However, the manufacturer will continue to monitor and trend relating complaints.